Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging the power button on his onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the power issue with the meter started on (B)(6) 2015. The patient manages his diabetes with insulin (no adjustments). He reported that because of the alleged issue, on date/time unspecified, he decreased his medication. He alleged that a few hours after the start of the alleged issue, he developed symptoms of ¿pains and headaches, leg and feet pains¿. He denied that he received any treatment for his symptoms. At the time of troubleshooting, the cca noted the meter was not being used for the first time and, based on the information provided, there had been no misuse of the meter. The patient was using the correct test strips. The meter would not power on manually with a button press. When the cca walked the patient through inserting a new test strip per owner¿s manual, the meter turned on. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.